Event description:
It was reported that a patient presented to clinic for follow up. The pacemaker showed different threshold tests and exhibited loss of capture during tests measurement. The patient was stable throughout.